Manufacturer narrative:
Device is used for treatment, not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and ao/asif specifications. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault was found. The investigation has shown that the positioning groove of the screw has been widened up due to inadequate handling. The groove is expanded and damaged and therefore the plate does not pass the slotted end of the dhs-dcs screw. Subject device was not implanted/explanted. Placeholder.

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related anomalies were found. Product development evaluation not yet complete. This device was used for treatment.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery on an unknown date, the lag screw would not slide over the dhs plate. It was noted that the connection tabs on the end of the screw were slightly deformed. The surgeon used a new lag screw and it slid over the plate as expected. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).